Event description:
It was reported that the patient experienced infection with an inflatable penile prosthesis (ipp) leading to it being removed. No information was provided about the patient's outcome. It was further reported that the patient experience difficulty inflating the ipp leading to the procedure. The physician made an scrotal incision and found drainage around the device.